Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A customer reported that the intraocular lens (iol) was not implanted during surgery due to an issue with the phaco. Vitrectomy breakdown was also reported. The pt harm is unk. Additional info has been requested but not received to date.